Event description:
Reporter alleged blood glucose measured 52 mg/dl at 1 am back to back with a result of 83 mg/dl when testing was performed at 1:06 am. Customer stated having low glucose symptoms at the time and self treating with dietary adjustments as a result. Glucose reportedly elevated afterwards and no other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.